Event description:
It was reported that a patient was in clinic with a "signal impedance interrupted¿ note made in the clinic notes. Additionally, during the pre-operative appointment, the patient's device was interrogated and diagnostics showed impedance values that were above normal limits in 2 of the 3 tests. Patient is referred for lead replacement. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem; corrected information; initial MDR inadvertently omitted information known prior to submission

Event description:
Information was received that the device was disabled.